Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for adverse local tissue reaction - high cobalt blood levels. Event is not serious and is considered. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2005; date of event (onset): (B)(6) 2021 (left hip). Treatment: revision of the head and liner.

Event description:
(B)(6) 2021 the patient received both a right total hip primary replacement and a left total hip revision. Right hip primary was completed without indication of complication. Revision operative notes (B)(6) 2021 indicate the patient received a left total hip revision due to blood cobalt levels over 11 ppb indicating metallosis. Upon entering the joint, a large amount of clear yellow liquid was encountered and evacuated. The joint capsule was extremely thickened and a radical capsulectomy was performed. The synovium had brown staining consistent with metallosis and trunnionosis. Scar tissue was also encountered and removed. Head and liner were exchanged. The cup and stem remained intact without indicated deficiency. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.